Manufacturer narrative:
(B)(6).

Event description:
An international customer reported an event of "smells of burning" (odor) emitting from the sterrad nx sterilizer. There was no report of human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (09/2012 through 03/2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from january 2013 through december 2013 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) scores are considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. The shuma indicates the risk is broadly acceptable for smoke from burning component. The asp field service engineer went onsite and replaced the etx board and the interface board to resolve the issue. The unit was restored. No parts were returned for further evaluation. The interface board assembly and the etx board are the most likely assignable cause for odor issue. The severity of the issue was defined as negligible. Review of the tracking and trending data did not identify a trend. As a result, root or assignable cause analysis could not be performed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
Ni